Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. The ra lead was capped, replaced and subsequently explanted. It was further reported that one day post-implant, the replacement ra lead exhibited noise, high thresholds and non-capture. The replacement ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.